Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device had humidity error code. There were no reports of patient harm. The dreamstation 2 advanced auto CPAP device was returned to the manufacturer for evaluation, and the customer¿s complaint was confirmed. During the evaluation, it was noted that the device had a burned pca. The device was scrapped due to the customer request. At this time, no further investigation can be performed. Should additional relevant information become available, a supplemental report will be submitted.